Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, patient presented with following pre-op diagnoses: degenerative disk disease, discogenic pain. For which, patient underwent following procedures: posterior lumbar interbody fusion at l3-4, application of interbody spacer l3-4, posterior nonsegmental instrumentation l3-4, laminectomy l3-4, rhbmp-2/acs, hydroxyapatite, posterolateral fusion l3-4. Per op notes, a 10 mm spacer was selected, packed with rhbmp-2/acs and put into place. Ap and lateral fluoroscopy showed good position of the spacer. Rhbmp-2/acs mixed with hydroxyapatite was placed in the posterior lateral gutters. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.